Manufacturer narrative:
Product was not available for review as consumer no longer had the product.

Event description:
The equate brushes wire keep breaking after 6 uses and gets stuck in her teeth. Consumer returned product to the store